Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented to urgent care experiencing hypotension and chronia anermia. The pulse generator exhibited intermittent atrial under sensing.